Event description:
Respond edge study it was reported that ventricular tachycardia, arrhythmias and atrial fibrillation occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer was placed. During the index procedure, a safari2 guide wire was initially inserted into the left ventricle which led to left bundle branch block (lbbb). The aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. One (1) day post index procedure, the subject developed short runs of ventricular tachycardia. Hospitalization was prolonged for further evaluation and treatment. Four (4) days post index procedure, ECG revealed persistent right bundle branch block (rbbb). A new permanent cardiac pacemaker was recommended. Five (5 ) days post index procedure, subject developed new onset of atrial fibrillation (af). This led to prolongation of hospitalization. On the same date, a new dual chamber permanent pacemaker was implanted successfully. Indication for the permanent pacemaker implant was 1st degree atrioventricular block, lbbb, rbbb. Six (6) days post index procedure, the subject was discharged. It was further reported that twenty four (24) days post index procedure, the patient developed atrial tachycardia. No diagnostic tests were performed and the patient was hospitalized and medication was adjusted to properly treat the event. Twenty five (25) days post index procedure, the patient was once again discharged home.

Manufacturer narrative:
A1 patient identifier (B)(6). B2 outcomes attributed to adverse event - updated. B5 describe event or problem - updated. H3 patient codes- updated.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Respond edge study: it was reported that ventricular tachycardia, arrhythmias and atrial fibrillation occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer was placed. During the index procedure, a safari2 guide wire was initially inserted into the left ventricle which led to left bundle branch block (lbbb). The aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. One (1) day post index procedure, the subject developed short runs of ventricular tachycardia. Hospitalization was prolonged for further evaluation and treatment. Four (4) days post index procedure, ECG revealed persistent right bundle branch block (rbbb). A new permanent cardiac pacemaker was recommended. Five (5 ) days post index procedure, subject developed new onset of atrial fibrillation (af). This led to prolongation of hospitalization. On the same date, a new dual chamber permanent pacemaker was implanted successfully. Indication for the permanent pacemaker implant was 1st degree atrioventricular block, lbbb, rbbb. Six (6) days post index procedure, the subject was discharged. It was further reported that twenty four (24) days post index procedure, the patient developed atrial tachycardia. No diagnostic tests were performed and the patient was hospitalized and medication was adjusted to properly treat the event. Twenty five (25) days post index procedure, the patient was once again discharged home. It was further reported that twenty four (24) days post index procedure, the patient developed palpitation.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that ventricular tachycardia, arrhythmias and atrial fibrillation occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer was placed. During the index procedure, a safari2 guide wire was initially inserted into the left ventricle which led to left bundle branch block (lbbb). The aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. 1 day post index procedure, the subject developed short runs of ventricular tachycardia. Hospitalization was prolonged for further evaluation and treatment. 4 days post index procedure, ECG revealed persistent right bundle branch block (rbbb). A new permanent cardiac pacemaker was recommended. 5 days post index procedure, subject developed new onset of atrial fibrillation (af). This led to prolongation of hospitalization. On the same date, a new dual chamber permanent pacemaker was implanted successfully. Indication for the permanent pacemaker implant was 1st degree atrioventricular block, lbbb, rbbb. 6 days post index procedure, the subject was discharged.